Event description:
On (B)(6) 2015, this patient re-intervention for treatment of an aorto-duodenal fistula and was implanted with a gore aortic extender component. The patient tolerated the procedure and was discharged on (B)(6) 2015. The procedure was reported to be a re-intervention of a previous endovascular procedure involving gore devices. Details of this previous repair are unknown at this time but have been requested.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an aorto-duodenal fistula and was implanted with two gore® aortic extender components. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent re-intervention to treat recidivism of the aorto-duodenal fistula, and was implanted with an additional gore® aortic extender component. The patient tolerated the procedure and was discharged on (B)(6) 2015. On (B)(6) 2015 the patient exhibited hematochezia. On (B)(6) 2016 a reintervention took place whereby all devices were explanted. The reason for the reintervention is not known. On (B)(6) 2016 the patient expired. The cause of death is not known.

Manufacturer narrative:
(B)(4). Patient medications include but are not limited to: tramadol, advagraff, augmentin, certican, olmesartan, tadenan. At the time the initial medwatch was submitted the lot number was unknown. This information was provided and the correct manufacturing site number for the device involved should reflect (B)(4). Review of the manufacturing records for the devices verified the lots met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, the gore® excluder® aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). Additionally, the IFU specifies, the aortic extender endoprosthesis (aortic extender) provides an extension of approximately 1.6 cm or 2.2 cm of the leading (proximal) end of the trunk-ipsilateral leg endoprosthesis (trunk).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an aorto-duodenal fistula and was implanted with two gore aortic extender components. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent re-intervention to treat recidivism of the aorto-duodenal fistula, and was implanted with an additional gore aortic extender component. The patient tolerated the procedure and was discharged on (B)(6) 2015. There was no deficiency of the devices reported.

Manufacturer narrative:
Additional device: pxa230300 lot# 10764818: (B)(4) met all pre-release specifications. (B)(4).